Event description:
Patient was undergoing a liposuction procedure when the tip of the cannula broke off. Patient was not injured. The distal piece was located under an old lipoma scar which was opened 4 cm in order to retrieve it. Case proceeded and finished with no further complications. Patient is doing well.